Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the implant was about a year old, and the implant is either eos (end of service) or low status. The rep said hcp didn't report any impedance issues. Rep wanted to know the cause of early battery depletion. Technical services reviewed with caller that a short in the system or higher programmed parameters would cause implant to deplete quicker and discussed rerunning impedance in various body positions, palpitation along the system, maybe even x-ray to check for any system issues. Rep said patient ran stimulation at 2.1 volts. Technical services reviewed recommended analysis of implant if there is no known cause such as short or programmed parameter (usage). No symptoms were reported in the event. No further complications were reported or are anticipated.